Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. After the pulse generator was removed, the physician determined that the device exhibited premature battery depletion. The patient was fine.